Manufacturer narrative:
The insulin pump powered up properly after battery installation and passed the self test and the displacement test. No missing segments or display anomalies were noted. However, the insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked display window and cracked reservoir tube window corners. No unexpected white or black spots were noted at the display glass.

Event description:
Customer reported via phone call to have noticed a white spot on display screen during bolus. Customer does not recall how damage occured. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.